Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient acquired a staph infection in the pocket site post surgically. No applicable troubleshooting/diagnostics were performed. It is unknown was actions/interventions were taken, and unknown if the issue has been resolved at this time.